Manufacturer narrative:
(B)(4). (B)(6). The device was returned to baxter and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume event was identified in the event history log review. The cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 21:46:11. During night drain cycle one, the patient's ultrafiltration reading was 2884ml, indicating the home patient (hp) drained 2884ml more than their maximum programmed fill volume of 2200ml. No additional information is available.